Event description:
The customer reported that the device would not pass the opcheck test, where the defib test failed.

Manufacturer narrative:
The customer reported that the device would not pass the opcheck test, where the defib test failed. Philips evaluated the device. The customer's problem was confirmed, and the device was repaired by replacing the therapy pca. The device passed all testing and was returned to the customer.